Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer reloaded the same cartridge to address issue and resumed insulin therapy. There was no reported adverse impact.